Manufacturer narrative:
Pump received with blank display due to corroded battery cap and battery tube. After replacing the cap the unite powers up. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer states the contacts on the battery cap are not missing or damaged. The customer states battery compartment is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.